Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Precoat femur size e left catalog 00575001501 lot 61306949; precoat tibia size 4 catalog 00597003502 lot 61311129; all poly patella standard size 29 mm diameter catalog 00597206629 lot 61183462; palacos n-antibiotic bone cement 1x40 catalog 00111214001 lot 68994215; articular surface 10mm height catalog 00595203010 lot 61351382. Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-02069, 1822565-2017-02070, 1822565-2017-02071, 1822565-2017-04639, 1822565-2017-04640.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately seven years post implantation due to discomfort, aseptic loosening, as well as patellar fracture. Operative notes provided stated the patient was negative for infection and noted that both the femoral and tibial components were easily removed. The patella was stable, however, a small fragment with cement had migrated. All components were removed and replaced. No additional patient consequences were reported.